Event description:
Bayer case number: (B)(4). I have been having severe abdominal pain [abdominal pain]. Severe abdominal pain shooting down my leg and to my back [back pain (with radiation)]. Severe abdominal pain shooting down my leg [pain in leg]. Case narrative: the below report was received by health authority maude (reference number: mw5183299) on 02-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("I have been having severe abdominal pain") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2025 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), back pain ("severe abdominal pain shooting down my leg and to my back") and pain in extremity ("severe abdominal pain shooting down my leg"). The patient was treated with non-drug therapy (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, pain in extremity or back pain. The reporter commented: device available for evaluation? - y. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(6) I have been having severe abdominal pain [abdominal pain] , severe abdominal pain shooting down my leg and to my back [back pain (with radiation)] , severe abdominal pain shooting down my leg [pain in leg] . Case narrative: the below report was received by health authority maude (reference number: mw5183299) on 02-mar-2026. The most recent information was received on 16-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("I have been having severe abdominal pain") in a 48-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2025 she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), back pain ("severe abdominal pain shooting down my leg and to my back") and pain in extremity ("severe abdominal pain shooting down my leg"). The patient was treated with non-drug therapy (essure removal). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, pain in extremity or back pain. The reporter commented: device available for evaluation? - y. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.